Event description:
It was reported that during testing at the MFR, the device displayed a bias current error message on the console. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the end of the motor assembly was worn.